Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected and the firing handle could not be grasped at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.